Manufacturer narrative:
Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
A male patient underwent aaa repair on (B)(6) 2011. The patient's anatomical form was not suitable for the procedure, but the procedure was conducted as labeled. The final confirmatory angiography showed a type IV endoleak from the left iliac leg. To resolve it, ballooning was performed for two minutes with the coda balloon. However, because the endoleak remained, another iliac leg graft was placed. Then, the endoleak was solved. There have been no health problems reported as the patient outcome.